Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported infusion set tubing has broken off from the luer leading to non-insulin delivery. Customer stated she experienced elevated readings up to hi and ketones; was admitted to the hospital and treated with an IV drip of unknown content. Infusion set has been discarded. No product will be returned.